Manufacturer narrative:
The customer contacted philips again, and reported that the central processing unit (cpu) was replaced. The customer was assisted with reprogramming the device, and the system met the specifications and was returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a stalled blower. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a stalled blower. The customer reported that the central processing unit (cpu) was replaced (customer did not specify the reason for the replacement), and now the blower was not running. The rse provided the customer the latest version of the service manual (version t.). The customer was also advised customer to confirm the blower cable was connected to the motor controller board. The customer requested and was provided with the part number for a replacement cpu, and thumbwheel. The investigation is ongoing.